Event description:
It was reported that the 9800 system will not boot up and there is no input displayed on the monitor. No pt involved.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to upgrade the single board computer. (Sbc). The sbc was replaced and reloaded calibration files. The system was tested and found to be working as intended. System returned to service.